Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer reported that they tried to calibrate the unit without success. They are requesting for an onsite service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a xdcr fault error code on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.